Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) stopped working. The ins had been removed and replaced. It stopped working and it was determined to be caused by the patient's seizure. It was unknown when this started.

Event description:
A healthcare professional (hcp) later reported that the patient started experiencing issues sometime last year 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.